Event description:
It was reported that the defibrillator started up in service mode and displayed a "15:7 auto test started but failed to complete" error message. There was reportedly no patient involvement.